Manufacturer narrative:
Study: (B)(6) clinical trial. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 21, 2020 that a hot axios stent was to be implanted transduodenal to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2020 . The stent was placed as part of the 92147168 axios for gallbladder drainage ide clinical trial. The patient had been enrolled into the clinical trial on (B)(6) 2020. The patient was diagnosed with grade ii acute cholecystitis. According to the complainant, during the attempted deployment of the second flange in the duodenum, it was noted that the first flange dislodged from the gallbladder. The stent was removed. Reportedly, the puncture site was closed and an interventional radiology drainage was done to complete the procedure. There were no patient complications reported as a result of this event. The patient was reported to be doing well. Note: according to the complainant, the axios stent was placed for gallbladder drainage. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed to gallbladder.

Event description:
It was reported to boston scientific corporation on august 21, 2020 that a hot axios stent was to be implanted transduodenal to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2020 . The stent was placed as part of the 92147168 axios for gallbladder drainage ide clinical trial. The patient had been enrolled into the clinical trial on (B)(6) 2020. The patient was diagnosed with grade ii acute cholecystitis. According to the complainant, during the attempted deployment of the second flange in the duodenum, it was noted that the first flange dislodged from the gallbladder. The stent was removed. Reportedly, the puncture site was closed and an interventional radiology drainage was done to complete the procedure. There were no patient complications reported as a result of this event. The patient was reported to be doing well. Note: according to the complainant, the axios stent was placed for gallbladder drainage. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed to gallbladder. ***additional information received on november 04, 2020 and november 06, 2020*** according to the complainant, during the procedure, the stent first flange was difficult to open. The stent was removed together with the scope. Reportedly, the puncture site was closed with an over the scope clip. ***additional information received on january 11, 2021*** according to the complainant, during the procedure, the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. Reportedly, the stent was fully deployed; however, the stent was deployed in an incorrect location.

Manufacturer narrative:
Block b5 and h10 have been updated with additional information received on january 11, 2021. Block g3: study: 92147168 axios for gallbladder drainage ide clinical trial block h6: problem code 3009 captures the reportable event of stent positioning issue. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on b)(6) 2020 that a hot axios stent was to be implanted transduodenal to the gallbladder during a gallbladder drainage procedure performed on (B)(6) 2020 . The stent was placed as part of the 92147168 axios for gallbladder drainage ide clinical trial. The patient had been enrolled into the clinical trial on (B)(6) 2020. The patient was diagnosed with grade ii acute cholecystitis. According to the complainant, during the attempted deployment of the second flange in the duodenum, it was noted that the first flange dislodged from the gallbladder. The stent was removed. Reportedly, the puncture site was closed and an interventional radiology drainage was done to complete the procedure. There were no patient complications reported as a result of this event. The patient was reported to be doing well. Note: according to the complainant, the axios stent was placed for gallbladder drainage. The hot axios stent and delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6cm in size and walled-off necrosis >= 6cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed to gallbladder. ***additional information received on (B)(6), 2020 and november 06, 2020*** according to the complainant, during the procedure, the stent first flange was difficult to open. The stent was removed together with the scope. Reportedly, the puncture site was closed with an over the scope clip.

Manufacturer narrative:
Block b5 has been updated with additional information received on (B)(6), 2020 and (B)(6), 2020. Block g3: study: 92147168 axios for gallbladder drainage ide clinical trial block h6: problem code 3009 captures the reportable event of stent first flange difficult to positioning. Block h10: the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.